Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro laa closure device & delivery system (wds) was implanted. The patient was stable during the implant of the closure device. Approximately 4-6 hours post implant procedure, a pericardial effusion was noted and a pericardiocentesis was performed. No blood pressure support or blood products were needed, and the patient remained stable. The patient was discharged on (B)(6) 2025 and fully recovered.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro laa closure device & delivery system (wds) was implanted. The patient was stable during the implant of the closure device. Approximately 4-6 hours post implant procedure, a pericardial effusion was noted and a pericardiocentesis was performed. No blood pressure support or blood products were needed, and the patient remained stable. The patient was discharged on (B)(6) 2025 and fully recovered. It was further reported that pericardial effusion with tamponade occurred.